Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor¿s belt connector was found to be damaged. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor¿s electrode belt connector was damaged with internal wires broken. The monitor was unable to communicate with the electrode belt. The root cause for the damaged connector could not be positively identified, but the damage was likely the result of the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged belt connector. The last pt to use this monitor did not report any deficiencies.